Event description:
Event description guidant received information that this right ventricular lead was unable to capture the myocardium as expected. Sensing and impedance measurements were within normal limits. The lead was surgically abandoned and successfully replaced with another model.